Manufacturer narrative:
The customer reported 12-lead ECG acquisition failure. There was no pt impact. Philips evaluated the device, confirmed the issue, and resolved the issue by replacing the lead's ECG trunk cable.

Event description:
The customer reported 12-lead ECG acquisition failure. There was no pt impact.